Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had under delivery. The customer¿s blood glucose value at time of incident was 490 mg/dl. The customer treated for high blood glucose with insulin novalab. The customer also mentioned other blood glucose values such as 260 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer was wearing the insulin pump when event was reported. The reservoir will not be returned for analysis.